Event description:
It is reported that " distal part of implant came away from stem." Originally implanted with mets.

Manufacturer narrative:
Reported event an event regarding stem-shaft disassociation involving a mets distal femur was reported. The event was confirmed by x-ray review and product inspection. Method and results product evaluation and results: visual inspection of returned components identified visible scratches on the external surface of the shaft, possible due to the revision surgery and/or mobilization of the prosthesis. The internal part of the shaft (designed to accommodate the stem) shows visible wear, possibly due to the reported disassociation between stem and shaft. It is possible to notice the drill witness on the bottom surface of the shaft, originated during the manufacturing process. No visible damage is present on the knee with epiphysis. Scratches are found on the external surface of the collar, possible due to the revision surgery and/or mobilization of the prosthesis. Clinician review: the taper of the distal femoral stem has come out of the shaft which confirms the reason for revision. Product history review: review of the product history records indicate 19 devices were manufactured and accepted into final stock on 22mar2018 with no reported discrepancies. Complaint history review: based on the device identification the complaint databases were reviewed for similar events regarding disassociation between shaft and femoral stem lot b20487 there have been no other events for the lot referenced. Siw will continue to monitor for trends. Conclusions: an event regarding stem-shaft disassociation involving a mets distal femur was reported. The event was confirmed by x-ray review and product inspection. The exact cause of the event could not be determined because further information such as other implant components, the primary operative report as well as patient history and follow up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time as no devices and/or insufficient information was received by siw. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be re-opened. Siw will continue to monitor for trends. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard.

Manufacturer narrative:
An investigation is being performed in an attempt to identify the cause of the event. Should additional information become available it will be reported in a supplemental report.

Event description:
It is reported that " distal part of implant came away from stem." Originally implanted with mets.